Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The files showed at least eleven applications were performed with the electrophysiology catheter, 239f3 lot 94209, without issue. No physical product was returned for analysis. No product malfunction was alleged; a known clinical issue was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a "drop in st level". Coronary angiography (cag) indicated that there was no stenosis, but the contrast media did not flow normally. Nitroglycerin was then administered with resolve. It was noted that the st depression recovered. The case was completed with cryo. Hospitalization was not extended as a result of the event. No further patient complications have been reported as a result of this event.